Event description:
Complaint states: blew up during surgery. Second event reported by same sales rep for same hosp within a week. Sales rep returned call and advised the luer lock separated from the hose during a pre-operative test. No pt was involved.